Manufacturer narrative:
(B)(4). The actual sample was not available for evaluation. However, a photograph was available for evaluation. Visual inspection of the photograph indicated that the set was leaking through the air vent of the spike. The reported condition was verified. The cause was due to an assembly issue during the manufacturing process. To address this issue, a CAPA has been opened. Also, the involved personnel were provided with awareness training. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set leaked from the air vent. This occurred while priming the set with taxol. There was no patient involvement. No additional information is available.